Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. This report is being filed to correct the g2: report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a three months battery remaining. The diagnostic analysis indicated that this device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. The device was malfunctioning and should be replaced. Moreover, from the historical daily battery voltage measurement data, the daily device power fluctuations appeared steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. Additional information indicated that the device was beeping and was interrogated but there was no elective replacement indicator (eri). Boston scientific technical services (ts) discussed that the battery recovered and went above the eri trigger. Also, ts discussed recommendations for follow up. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a three months battery remaining. The diagnostic analysis indicated that this device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators was not reflecting the depletion condition and was inaccurate. The device was malfunctioning and should be replaced. Moreover, from the historical daily battery voltage measurement data, the daily device power fluctuations appeared steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. Additional information indicated that the device was beeping and was interrogated but there was no elective replacement indicator (eri). Boston scientific technical services (ts) discussed that the battery recovered and went above the eri trigger. Also, ts discussed recommendations for follow up. To this date, the device remains in service. No adverse patient effects were reported.